Event description:
This procedure is part of the (B)(6) study:the operator deployed tthe protege rx stent a little to distal to lesion. A second stent was used to cover the entire lesion. The subject also experienced a major stroke post-procedure on (B)(6) 2011.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted in the patient.